Event description:
At the end of the procedure when the device was removed, it was noticed that the tip of the auger had broken off. The fragment was visualized under fluoroscopy as approximately 1-2 cm long. The physician considered the procedure complete. The option to remove it was declined by the patient, as no symptoms were indicated. No medical intervention was performed to remove the fragment. The patient had been seen post op and indicated that she was free of pain and could perform daily activities.

Manufacturer narrative:
The account has confirmed that the device will not be returned for investigation. A "do not bend" warning label is located directly on the product and must be removed in order to use the product. Also, the IFU contains the warning: do not bend, straighten, or alter the shape of the introducer cannula in any way. Failure to comply may cause the auger shaft to fracture during use. A fragment of the auger shaft may be left behind when the cannula is withdrawn, and intervention would be required to remove the fragment from the surgical site.